Manufacturer narrative:
The reported device was not returned for evaluation. However, as images of the postoperative plate break-age has been received, the event could be confirmed. The plate has broken in-between screw holes. The sales rep mentioned that the plate was implanted on (B)(6) 2017. The plate broke on (B)(6) 2018. The surgeon was not sure whether the patient was following all post-op instructions, although it was mentioned that the patient was supposedly following a soft food diet. The patient did not return for follow-up after the plate breakage was determined. A review of the device history records verify that all the processing steps were performed according to specification. The provided post-operative x-ray shows that in order to fix the plate the surgeon used three 2.3 mm screws on each side of the segmental gap. This was the minimum number of screws according to the related instructions for use (90-01939, rev. 8, (B)(6) 2018). The following are possible root causes according to the related risk management file: - too much load on implant/ bone - abnormal mental/ physiological condition of patient - implant was damaged by instrument/screw during bending/shaping/insertion the investigation results of pi 1399056 could confirm that plate breakage could occur due to overload. This is confirmed by previous investigations (e.g. Pi 1399056 ¿ complaint (B)(4) ¿ investigation (B)(4)) where it was determined that post-operative plate breakages occurred as a result of one or repeated powerful dynamically overload of the fracture area of the plate. Based on the statistical evaluation, there is no indication for an incorrectly working product or any systematic design, material, or manufacturing related issue. Therefore, no further corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend. Should the device be returned at a later date or further information has been received, the investigation will be re-evaluated accordingly.

Event description:
It was reported by a surgeon that during a post-surgical appointment it was found an implant plate had broken post-operatively. There is no additional information available such as what happened with the original procedure, how the plate broke, or if a revision surgery is planned, but eventual medical intervention is assumed.

Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device is implanted in patient.

Event description:
It was reported by a surgeon that during a post-surgical appointment it was found an implant plate had broken post-operatively. There is no additional information available such as what happened with the original procedure, how the plate broke, or if a revision surgery is planned, but eventual medical intervention is assumed.